Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump inappropriately suspended due to a sensor glucose of 86 mg/dl and a blood glucose of 164 mg/dl. Troubleshooting was initiated for the sensor inaccuracy. The customer was advised on proper insertion and calibration methods. The sensor will be returned for analysis and three replacement sensors were shipped to the customer.